Event description:
A customer reported that she was unable to apply the adc device to her arm. The customer felt unwell and called a friend, and received unspecified third-party treatment as she was unable to treat herself. Attempts to gain additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet the specifications. The DHR for the libre sensor kit was reviewed and the DHR showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted. The event date is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported that she was unable to apply the adc device to her arm. The customer felt unwell and called a friend, and received unspecified third-party treatment as she was unable to treat herself. Attempts to gain additional information have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.